Event description:
During review of the programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings on or after (B)(6) 2014. Subsequent interrogations are observed on (B)(6) 2016 but the device was still set to the likely unintended settings on this date. No adverse events were reported.